Event description:
The hospital reported that during a coronary artery bypass procedure, hst iii system (4.3mm) did not trigger. The seal did not stay in the patient's aorta. The surgeon placed a finger of the aortotomy to prevent bleeding. There was loss of 200ml of blood. No additional blood transfusions were administered due to the bleeding. A new device was opened to complete the procedure. There was a procedural delay. There was no patient harm. Photos provided by the complainant, evidence of blood was observed on the loading device, inside the delivery tube and on the seal. The delivery device is observed to be outside of the loading device. The seal was observed to be extended outside of the tube.

Manufacturer narrative:
E1 event site name exceeded character limitations: bad bevensen heart and vascular center tw ID# (B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Manufacturer narrative:
Trackwise#: (B)(4). The device was returned to the factory for evaluation on 04/19/2024. A photograph was provided by the account. Signs of clinical use and evidence of blood are observed. Blood is observed inside the delivery tube, which indicates an attempt was made to deploy the seal in the aorta. The seal is observed to be fully deployed from the delivery tube, with the tension spring assembly remaining in the delivery tube. An investigation was conducted on 04/24/2024. A visual inspection was conducted. Signs of clinical use and evidence of blood were observed. The delivery device was returned outside the loading device. The blue slide lock was off and the white plunger was depressed, indicating an attempt was made to deploy the seal. The seal was observed to be fully deployed from the delivery tube, with the tension spring assembly remaining in the delivery tube. The seal and tension spring assembly were removed from the delivery tube with no visual defects. There were no cracks or delamination observed on the seal. No measurements of the delivery tube were taken due to the presence of blood in the delivery tube. Based on the photographic evaluation and returned condition of the device, the reported failure "activation problem" was not confirmed. The lot # 3000363912 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.